Event description:
During a follow-up call to the home pt's (hp) nurse regarding a system error 2084 alarm, the nurse reported that she believes there was an issue with the cassette, causing contamination, and peritonitis, which was diagnosed in 2009. The hp's only symptoms were cloudy effluent and the hp was not hospitalized. The nurse stated there was no exit site or tunnel infection, no break in aseptic technique, and that the hp does not reuse supplies. The nurse further stated that the hp is extremely meticulous and has not had peritonitis before. The nurse's input to the root cause was that she believes there was possibly an issue with the cassette, causing contamination. The nurse stated the system error 2084 occurred overnight the month prior, and reported that the hp stated she did not open the cassette door and does not know how the alarm occurred. Per the nurse, the effluent culture showed no growth. The nurse stated that the hp is currently being treated with ancef (1 gram / intraperitoneally) and gentamycin (45 milligrams / intraperitoneally) starting on original date. The nurse further stated that the hp does not have a caregiver and handles her therapy herself. The nurse also stated that the hp's medical history includes controlled hypertension. Three days later, writer received a return call from the hp who was able to provide the lot number for the disposable involved. The hp also indicated that she is doing fine now and has had clear effluent since beginning her antibiotic regimen. The hp also indicated she has been albe to continue with peritoneal dialysis therapy with no further problems.